Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00483. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Concurrent to mesh implantation the patient underwent a hysterectomy and developed the post operative complications of infection and hematomas in 2005. The patient has experienced mesh erosion and multiple urinary tract infections that led to kidney infections, pain, and dyspareunia. The patient underwent a mesh removal procedure. In 2011, the patient experienced herniation of the vaginal wall due to mesh erosion and surgical intervention was required.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures, including a mesh excision procedure on (B)(6) 2010. No additional information was provided.